Event description:
Pt developed hypotension with decreased flows. Tte was inconclusive, concern for tamponade versus lvad failure. The vad had rpm's of 13,000 - turned vad down to 9,000 and sequentially ramped up the speed. Vad dysfunction.